Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician was not satisfied with initial placement of this lead and upon a second attempt at affixing the lead it required a dramatic increase in turns of the fixation tool to deploy the helix. The physician then elected to extract the lead and implant another of the same model without further consequence. No additional adverse patient effects were reported.